Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a possible infection. The entire implantable pulse generator (ipg) system was explanted. Cultures were taken and the patient required medical intervention as a result of this event. No further patient complications have been reported as a result of this event.